Manufacturer narrative:
Additional information was received that the minimum diameter of the access vessel was 6 millimeter (mm). The leg trauma noted was a dissection. No additional adverse patient effects were reported. Updated section h.6 patient code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was discarded by the customer therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve using this delivery catheter system (dcs), it was reported that the nosecone of the dcs caught a piece of calcium while advancing through the external iliac artery. The calcium would not allow the dcs to easily pass. The dcs was withdrawn and a new dcs was used. The valve was able to be successfully deployed. The physician stated that he felt the first dcs caused leg trauma. It was reported that the pre-closure of the vessel and the peripheral angiogram performed showed adequate flow through the iliac artery. However, following closure using the non-medtronic closure device, it was reported that there was a significant flow reduction in the left leg via the external iliac and femoral arteries. The closure device was used and four were deployed. The patient received femoral endarterectomy and revascularization. The following morning the patient returned to the operating room for fasciotomy to the left leg. No additional adverse patient effects were reported.